Event description:
Boston scientific/target was notified that second coil placed in the aneurysm was this gdc 10-standard synerg detection circuit. It was withdrawn 4 times to be repositioned. The prowler-10 catheter was unstable in the aneurysm. On the final repositioning the coil experienced increased friction. On pulling back on the pusher wire, it became apparent that the coil has separated from the pusher wire. The pt is in good condition.